Event description:
It was reported via repair work order that the stretcher has intermittent zoom due to a damaged csi box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the stretcher has intermittent zoom due to a damaged csi box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was confirmed during the investigation that the zoom drive did not have intermittent functionality, it was found that the zoom drive was completely inoperable due to uncharged batteries. If the zoom feature is not available the stretcher is still able to be used in a manual operation mode.